Manufacturer narrative:
There is no way to know whether this device was manufactured by a & I industries ltd since there was no model number provided and the device was not returned for eval.

Event description:
Per importer MDR: the end user wrote a letter to advise invacare that her husband was using the wheelchair without the legrests attached and a raw sharp edge cut his calf very deeply.